Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 800 occlusive cuff due to unspecified reason. Additional information received stated that the patient was still leaking.